Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed input / output printed circuit board, which had a dislodged component (I/o pcb). The failed I/o pcb was replaced.